Event description:
Additional information received reported that during removal of fluids from the pump and catheter, due to a ¿medication error and/or a defect in the pump¿ and CPR (cardiopulmonary resuscitation) was started.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that an attorney / legal representative alleged that in adjusting or otherwise manipulating the infusion pump, the said agent and/or employee of defendants medtronic, inc, other - inclusive, was negligent in that he or she adjusted or otherwise manipulated the infusion pump and/or the medication used in the infusion pump in a manner that was inappropriate for the patient's use. That, as a direct and proximate result of the negligence the patient sustained serious and severe personal injuries and pain, mental and emotional anxiety, and scarring, and that said injuries have caused, and will continue to cause the patient to sustain pain, physical disability, disfigurement, and disruption of the nervous system. It was further alleged that the pump was defective in its design and/or manufacturer when it left the control of the defendants (medtronic inc.; inclusive). Negligence regarding manufacturing, designing, assembling, compounding, testing, inspecting, packaging, labeling, fabricating, constructing, analyzing, distributing, servicing, merchandising, recommending, advertising, promoting, marketing, and/or selling the infusion pump was alleged as a substantial factor in causing the patient's injuries and damages. It was also alleged that adequate instructions and warning for use of the infusion pump, and sufficient warning of the danger attendant use of the product were not given.

Event description:
It was reported that a patient was overdosed during a drug change and refill due to a priming bolus miscalculation. The patient became unresponsive and had compressed breathing. All medications were stopped and the pump was stopped. A code blue was called, the patient was intubated and given narcan, and the patient was transferred to the intensive care unit (ICU). The patient was successfully resuscitated and was extubated. The patient did not suffer any consequences and recovered without permanent impairment. The pump remains in use; it was started and the patient was currently receiving effective therapy. The symptoms were caused by a programming error/mistake. The manufacturer¿s representative miscalculated the amount of drug to prime for the removal of the old solution. The catheter length was ¿shorter¿ than calculated, per the manufacturer¿s representative, and as a result the old drug was infused as a bolus dose. The healthcare professional (hcp) stated that the manufacturer¿s representative was inexperienced in basic pump programming and ¿should undergo more training.¿ the pump was used to infuse baclofen (compounded), morphine, fentanyl, and bupivacaine. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4). Device legal hold notification received; no analysis of this device without written approval from the corporate litigation department.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp via an attorney/legal representative. As stated in the provided medical records: the patient¿s medical history included allergies to septra (rash), dilaudid (rash, vomiting), and sulfonamides; benign liver tumor; adenoidectomy; wrist surgery; ear pressure equalization tubes in both ears. The patient¿s diagnosis prior to the pump implant was a mesenteric desmoid tumor, which wrapped around the mesenteric. The patient was on oral chemotherapy tamoxifen and sulindac since the diagnosis in 2013. The patient had a history of multiple biopsies. The mass had remained stable, but the patient had been having much pain issues. As a result, the pump was implanted in (B)(6) 2014. The patient¿s medical history also included endometriosis- hysterectomy; abdominal mass (negative for malignancy); pain and chronic severe abdominal pain (related to large mesenteric desmoid tumor); non-cardiac surgeries: total hysterectomy (B)(6) 2013, pain pump implanted and removed. Her past medical history also included congenital hand deformity; migraines; dislocation of patella; fracture of phalanges of the hand; streptococcal pharyngitis; sudden cardiac arrest successfully resuscitated in (B)(6) 2015 due to narcotic overdose with change of med in pain pump; varicella; otitis media; repair of forearm extensor tendon with free graft (B)(6) 2004; tympanoplasty (B)(6) 1989 and (B)(6) 1990; EKG 2015, brain and low back magnetic resonance imaging (MRI) in 2015; history of altered mental status, bilateral ovarian cysts, endometriosis, history of insomnia, low back pain, menometrorrhagia, nausea and vomiting, pelvic pain, premature ovarian failure, and vulvitis; tamoxifen caused ovarian cysts resulting in a total hysterectomy; seroma. Medical history also included: anemia; sleeping problems/difficulties; weakness; weight loss/energy loss; knee injury/surgery; leg/ankle/foot injury/surgery. Since the desmoid tumor developed, the patient had fifteen surgeries on her abdomen and pain pump. According to the medical records: it was reported that the patient¿s pain pump was malfunctioning, and the patient ¿went in to have the pump worked on.¿ on (B)(6) 2015, a drug change was attempted, and a code blue was called. It was also reported as this occurred shortly after a refill of the pain pump with fentanyl and bupivacaine. An emergent tracheal intubation occurred. The patient was completely atonic and non-responsive. The patient was transferred to the intensive care unit where an emergent x-ray was performed. The x-ray showed that the endotracheal tube was too low, so it was pulled back accordingly. Also on (B)(6) 2015, a right femoral vein triple-lumen catheter placement occurred. The patient experienced acute respiratory failure due to hypoventilation and was in need of central IV access. The patient remained unresponsive. A small peripheral IV was in the patient¿s hand; given the need for additional medications and possible resuscitation, a central line was needed. The patient was in the ICU for intubation with subsequent extubation from (B)(6) 2015. It was also reported that at that time, the patient had been given an injection into a nerve in the right leg which caused some paralysis, thus the patient required physical therapy (pt). She had respiratory arrest with CPR for 3 minutes, and was unconscious for approximately 12 hours. Upon awakening, she could not move her right leg or foot. During the code, the hcp apparently used a femoral vein to access on the right. An x-ray was taken on (B)(6) 2015 after the patient was intubated. There was no evidence of pneumothorax or substantial pleural effusion. The patient experienced fecal impaction. On (B)(6) 2015, labs were also taken where the hemoglobin 10.7 (low), creatine kinase level in the blood was low. On (B)(6) 2015 (18:56) labs were drawn: hemoglobin 9.2 (low). On (B)(6) 2015 labs: hemoglobin 9.4 (low; normal range 11.4-15.3). On (B)(6) 2015 labs were drawn: hemoglobin 9.5 (low), wbc 8.3 (normal). On (B)(6) 2015 labs were drawn: hemoglobin 11.2 (low), wbc: 9.1 (normal), platelet count normal, glucose normal. Cultures were taken on various dates from the spinal incision and seroma, and no growth (bacterial or fungal) was detected. The patient was discharged on (B)(6) 2015 with low back pain with abdominal spasms. The patient was also discharged with physical and occupational therapy with a walker and a shower chair. The patient¿s discharge medications were as follows: calcium supplements, clonidine 0.1 mg (twice daily), colace (100 mg twice daily), multivitamins daily, nebulizer machine for xopenex 4 times daily, omeprazole (20 mg tab), ondansetron as needed for nausea, proair, senokot-s (2 tabs at bedtime), tamoxifen 40 mg daily, vitamin c and d, and zovirax 5% ointment as needed. The triple-lumen catheter in the patient¿s right femoral vein had been placed (as previously mentioned), which was complicated by lower extremity weakness secondary to femoral nerve injury. The triple-lumen catheter had subsequently been discontinued. Upon discharge, the patient was instructed to discontinue sulindac, lyrica, benadryl, marijuana, and other sedative causing medications. The patient had an exam on (B)(6) 2015. Discussion in regards to the patient¿s disproportionate pain to her diagnosis was discussed. The patient¿s labs taken on (B)(6) 2015 were: cbc: wbc 5.1 (considered normal), hemoglobin 10.5 (considered low), platelet count 389 (considered high), glucose 66 (considered low), otherwise unremarkable. The patient had experienced significant drowsiness in the hospital and chronic abdominal pain from the issue over the past couple of weeks (as of (B)(6) 2015). The patient¿s medications at the time of the explant surgery were: tamoxifen, sulindac, morphine, lyrica, cyclobenzaprine, docusate, and diphenhydramine. Subsequently, the patient was weak and was unable to get up on her own. The patient had started pt in california where she resided for the past 5 years but found that she needed more help with activities of daily living (adl) and moved back to living with her mother. The patient no longer wanted the pain pump and wanted it removed. The patient¿s pump was removed on (B)(6) 2015 without complication. The pre- and post- diagnoses of admission were abdominal pain (generalized), history of altered mental status, bilateral ovarian cysts, desmoid tumor in the abdomen, endometriosis, history of insomnia, low back pain, menometrorrhagia, nausea and vomiting, chronic pain, pelvic pain, premature ovarian failure, and vulvitis. The patient prescribed oxycodone (one tablet orally, three times daily). During a clinic visit on (B)(6) 2015, the patient experienced incisional pain (more painful at the back incision than the abdominal incision). As a result, the patient had increased the frequency of oxycodone. It was noted that after the pump removal the patient was on morphine patient controlled analgesia (pca) but tolerated the transition to oral medication well. Per the patient, she experienced sharp, stabbing pain in her left flank. The patient responded to low-dose lorazepam on 2 occasions. On one occasion, the patient experienced being slightly hypotensive in conjunction with the flank pain, but it self-resolved. The patient experienced constipation (x6 days). The patient denied fever, chills, sweats, lightheadedness, dizziness, or loss of consciousness. A week after the pump explant, there was no evidence of erythema or fluctuance. The surgical incision was clean, dry, and intact with steri-strips. The patient was to continue gabapentin, zofran for nausea, begin to titrate down the oral oxycodone, restart clonidine, and continue physical therapy. The patient was seen again on (B)(6) 2015 where upon physical examination, cardio rate and rhythm was normal, was doing well post-pump removal, clear lungs, alert and in no acute distress. Her bowels were functioning normally and was ambulating spontaneously. The patient¿s pain was also well controlled. The patient was possibly planning to relocate. The patient was to follow-up with another physician. On (B)(6) 2015, the patient was seen for a clinic visit. The primary diagnosis of the clinical note was ¿malfunctioning pump.¿ after the pump removal, the patient had done well, the drains had been removed, and there was no evidence of any local wound problems. The patient was to follow-up with the physician if any problems were to arise. The patient had a home-bound status. The home health services were the result of an accident/injury outside the home. This event was specified as a medical error of wounds to the left abdomen and lower back; the wounds were closed and open to air (ota). There were no signs/symptoms of infection with either of the wounds. The patient¿s home health admission date was (B)(6) 2015. Physical therapy was ordered on (B)(6) 2015, and the patient¿s physical therapy continued from (B)(6) 2015. The patient was discharged from home health services on (B)(6) 2015. The patient experienced constant, sharp abdominal pain during the appointment on (B)(6) 2015. Pain relief measures included rest and taking oxycodone hcl (10 mg, prn). The oxycodone seemed to be managing the patient¿s pain. The patient was not always physically able to shop, cook, or feed herself and took 3 or more over the counter drugs/day. The patient had decreased strength, limited range of motion, and poor coordination of the right lower extremity. Pertaining to the patient¿s musculoskeletal functional needs, the patient needed assistance and an assistive device in ambulation, sitting/standing, and bathing. The patient needed assistance lying, sitting, toileting, and dressing, the patient needed an assistive device for sitting balance. The patient¿s home-bound status was primarily due to a profound generalized weakness and an orthopedic condition, as well as undue fatigue with minimal activity and weakness associated with oral chemo. The patient used a walker. The patient did have pain, an unsteady gait/frequent falls/poor balance, and a serious risk of infection. The plan was for stents for artery that the tumor was wrapped around. On (B)(6) 2015, the patient returned to the oncologist to discuss this plan further. The patient was unable to lift her legs and lower shoulders without pain due to abdominal pain. A healthcare provider recommended a platform for getting in/out of a high bed, rails for toilet, a handibar, gait belt, and a bed rail. On (B)(6) 2015, the pt evaluation assessment indicated an incision at the back with a seroma, which is where the pain was located. The patient also experienced right knee pain and left extremity pain. The patient took lorazepam (0.5 mg, tablet, prn), and indicated that ice helped as well as the muscle relaxant and pain medication. The patient experienced impaired mobility, functional limitations, and was dependent on a caregiver. The appointment on (B)(6) 2015 assessed the patients¿ strength, assessment in the recliner, sitting/standing from the recliner, ambulation to the bedroom with a walker, sitting supine onto a high bed, and to sit/stand from the toilet. Per the patient on (B)(6) 2015, the patient was not taking pain medications because it caused her to itch. The patient had goals of being able to sit to stand from recliner safely and independently. The patient had another visit on (B)(6) 2015. The patient had aching pain on (B)(6) 2015 located in the abdomen (worst pain at a 7, best pain at a 3; current pain at a 4). The patient¿s endurance was improving slowly but steadily in all areas. The patient still had frequent rest periods and had the assistance of 1 person during ambulation or transfer. The patient continued to use a wheeled walker. During the patient¿s visit on (B)(6) 2015, the plan was to continue with functional mobility training, progressive gait training, as strength and pain in the right lower extremity allow. The patient was not ready for the use of a cane, and the patient was unable to tolerate right single leg stance with bilateral support of sink or walker. The patient¿s foot dropped during ambulation but supported weight through walker as she also experienced fatigue. The patient used a wheelchair, wheeled walker, and an arm rail for the bed was obtained in relation to the assistance the patient required. In addition to the aforementioned home-bound status, the patient also experienced a neurologic condition and a gait disturbance and deconditioning. On (B)(6) 2015 at the patient¿s physical therapy visit, the patient had similar goals as previously mentioned. The focus was going to be on standing exercises and activities directed at increased weight bearing onto right lower extremity control and strengthening. On (B)(6) 2015 after the patient¿s physical therapy, the patient experienced far less right lower extremity pain and the back pain was better as well. The patient had progressed in therapy so the counter top walking and the use of a cane was possible. The patient had denied pain at rest and with most aspects of later physical therapy visit ((B)(6) 2015). In relation to the patient¿s nerve damage, the patient was told that she could expect 2-4 months for nerve regeneration in her right lower extremity. The patient was also told that stenting the artery at the tumor was not possible, and a celiac plexus block would be considered if the pain remained intolerable. On (B)(6) 2015, the patient used a cane for ambulation assistance. The patient did not get a lot of relief from the fentanyl patch and slept pretty much all day. The patient was discharged from the home services on (B)(6) 2015. According to the medical records, the patient had an office visit with the hcp on (B)(6) 2015. The patient reported problems with their right leg since the incident of overdose with the pain pump. Since that event, she had been ¿unable to transfer maneuver stairs¿. The patient was subsequently unable to work or drive. Her leg remained weak and numb. She also had complaints of difficulty focusing, multi-tasking, and remaining irritable and easily annoyed. The patient¿s pain was primarily abdominal. During the hcp visit on (B)(6) 2015, the patient had active problems including: an abnormal heart rhythm, further noted as rapid heartbeat since (B)(6) 2015, chronic pain, depression, desmoid tumor, transient paralysis of the right leg, other abnormal cytological finding of specimen from vagina, and wound infection. She also had nausea, night sweats, loss of appetite, muscle pain, loss of muscle mass, muscle weakness, back pain, walking problems, weight loss, hair loss (due to meds), behavior changes, was irritable, and anxious. Motor exam revealed ¿giveaway weakness in the right leg she cannot toe or heel stand right foot¿. The patient was unable to get up without assistance, and was able to ambulate only with the use of a walker, and seemed to drag her right leg. The hcp impression included: desmoid tumor with associated abdominal pain; gait disturbance secondary to right leg weakness presumably from a lower motor neuron lesion following femoral access obtained during a cardiac resuscitation; and cognitive complaints as a residual from an apparent respiratory arrest with or without cardiac arrest in the context of drug overdose by history following a pain pump refill. The patient then had an office visit and electromyogram (emg) and nerve stimulation study on (B)(6) 2015. The results were reported as unremarkable nerve conduction study and emg of the right leg. The patient¿s risk assessment for a fall was indicated as yes for impaired functional ability, poly-pharmacy, and pain affecting level of function. According to the medical records, the patient was having episodic racing heart beats at about every other day for 30 seconds to a minute. She felt anxious from this and had brief racing spells. She was on hormonal therapy for desmoid tumor and was on clonidine to manage side effects. She had a cardiopulmonary arrest associated with overdose of a pain pump that had both fentanyl and lidocaine-type agent. She required brief CPR of 2 minutes by her report. Since then she has had these brief racing spells. She also described some exertional fatigue and shortness of breath. The diagnoses/impression was palpitations, tachycardia, malaise/fatigue, dyspnea, and desmoid tumor. On (B)(6) 2015 an EKG test was ordered and was within normal limits. A 48-hour holder monitor was scheduled also on (B)(6) 2015 due to palpitations and tachycardia (¿heart racing, anxious, sharp chest pains¿) and the impression was normal with no abnormalities. On (B)(6) 2015 an echocardiography was completed with no significant findings, due to the patient experiencing shortness of breath/dyspnea and fatigue. A hematology report from (B)(6) 2015 showed abnormal values for: hemoglobin at 11.4 g/dl (low), mean corpuscular volume (mcv) at 75.5 fl (low), mean corpuscular hemoglobin (mch) 23.5 pg (low), mean corpuscular hemoglobin concentration (mchc) 31.1 g/dl (low), red cell distribution width (rdw) 15.1% (high), and neutrophil absolute 6.8 k/cumm (high). On (B)(6) 2015 abnormal values included: hemoglobin 11.5 g/dl (low), mcv at 75.1 fl (low), mch 24 pg (low), mchc 31.9 g/dl (low), and rdw 14.9% (high). Standard blood chemistry results received on (B)(6) 2015 indicated the patient¿s creatinine was low at 0.5 mg/dl. The hematology labs were again collected on (B)(6) 2015 and showed: hemoglobin 10.9 g/dl (low), hematocrit 34.5% (low), mcv at 74.8 fl (low), mch 23.7 pg (low), and mchc 31.7 g/dl (low). The patient was scheduled for a body CT on (B)(6) 2015. The patient had chronic anemia from the underlying cancer. In the medical records, it was additionally noted that upon removal of the pain pump, a nerve in her right lower extremity was nicked resulting in pain and generalized weakness due to immobility, requiring assistance for all transfers and wheeled walker for all distances. It was also documented that, when the patient had coded, the catheter was removed and a femoral line had been put in (inserted (B)(6) 2015) and hit a nerve in the patient¿s right leg, which had caused temporary paralysis. When the line was taken out, the muscles in the right lower extremity started to come back but had been weak and limited since. It was indicated that the patient was admitted to rehabilitation home services on (B)(6) 2015. Between (B)(6) 2015, the patient received thirteen home physical therapist visits and was discharged on (B)(6) 2015 in improved condition. As of (B)(6) 2015, the patient was independent with a cane on indoor, even surfaces and required minimal assistance on stairs and uneven surfaces. The patient required minimal assistances for most transfers due to abdominal pain. For the patient¿s injury/episode, she had used the following medical or rehabilitation services: CT scans (including frequent CT scans for her stomach tumor), electromyography/nerve conduction velocity, physical therapy, a general practitioner, mris, and a neurologist. It was indicated that the patient was ready to progress to outpatient physical therapy on (B)(6) 2015. At that time, the patient hard a hard time/it hurt to sit up due to the desmoid tumor in her abdomen. On (B)(6) 2015, the following patient impairments were identified: activities of daily living (adl), ambulation, balance, body mechanics, endurance, flexibility, functional activities, gait/locomotion, muscle performance, pain, posture, range of motion, recreational activities, soft tissue mobility, strength, and weakness. In the physical therapist¿s professional opinion, the patient required skilled physical therapy in conjunction with a home exercise program to address the problems and achieve the patient¿s goals. The overall rehabilitation potential was good and expected length of the episode of skilled therapy services required to address the patient¿s condition was estimated to be 2-3 months. It was recommended that the patient attend rehabilitative therapy for three visits a week with an expected duration of four weeks. The focus of the treatment emphasized on range of motion/mobility improvements, muscle function improvements, proprioception/balance improvements, enhance dynamic stability, postural improvements, pain relief, education; maximizing function related to adls, recreational activity, and functional activities; and controlling and normalizing pain, gait, weakness, and mobility. The patient¿s pain was 5/10 at that time with a severity of 10/10 at worst. The pain was restricting the patient¿s activity level, was constant and sharp, was aggravated by increased activity but sometimes occurred when she was just sitting, and was relieved by rest. The patient also had a marked degree of weakness in her lower extremity affecting hip flexion, hip abduction, hip extension, knee extension, and knee flexion. She had moderate restrictions to flexibility in her hamstrings, quadriceps wea kness, increased knew extension, limitations getting out of a chair/getting up without bars for assistance, and required a wheeled walker. It was documented that the patient was unable to work due to the injury and was unable to perform in recreational capacity, despite having unrestricted adl capacity/being fully able pre-morbidity. On (B)(6) 2015, the patient had some soreness in her muscles from the exercises and stomach pain but was doing well. During the physical therapy assessment, the patient was tolerating mild fatigue and weakness. On (B)(6) 2015, the patient indicated that she was tolerating the therapy well with only muscles soreness from the exercises. During the physical therapy assessment, the patient was tolerating mild fatigue and weakness. The patient was doing well on (B)(6) 2015 and felt like she was getting better overall. She reported that she had a test on the following day for her abdomen; she was getting a CT scan for which the results would be available on the following wednesday. On (B)(6) 2015, the patient was exhibiting increased muscular strength and her condition was a little better. On the following day, the patient indicated that she was not feeling the best, as she continued to have nausea from her treatments and continued to have pain in her abdomen. The patient stated that she would get to change her pain patch on the following day. She felt that she was improving with the therapy. During the physical therapy assessment, the patient was tolerating mild fatigue and weakness, but she was demonstrating improved active control and movement of the right lower extremity with the exercises and was requiring less assistance with transfers and exercises. The patient¿s pain was at 6/10 on (B)(6) 2015. She was tired/fatigued and was very painful in the stomach. The patient reported that she was getting a celiac plexus block the following week for the pain, which had helped in the past. During the physical therapy assessment, the patient was tolerating fatigue and weakness. On the subsequent day, the patient indicated that her pain was better, having decreased to 4/10 in the stomach. In addition, the patient felt like she was stronger and overall condition was better, though her holter monitor revealed some premature ventricular contractions (pvc).the patient was doing well and was doing a little better with strengthening on (B)(6) 2015, but was a little sore after her last visit. She reported that she was having more pain in the stomach but hadn¿t had medication for the pain in the last two days. It was indicated that she received the medication that day. During the physical therapy assessment, the patient exhibited increased muscular strength but tolerated mild pain, fatigue, and weakness. On (B)(6) 2015, the patient was hurting more and had some increased pain over the weekend (pain: 5/10). She reported just having bad days of increased pain in the stomach. Though she did well after her last visit, she was a little fatigued. During the physical therapy assessment, the patient tolerated fatigue and weakness. It was noted that the patient had her procedure on the upcoming wednesday. On (B)(6) 2015, the patient reported being able to sit-to-stand and transfer better but still needed ¿sight a/cga¿ and ¿mod a¿ for adls. She believed that her strength had improved with the exercises and treatment, though the patient felt like she would be down and out for a couple days due a mesenteric block she was receiving on the following day. During the physical therapy assessment, the patient exhibited increased muscular strength but tolerated moderate soreness, fatigue, and weakness. She showed quadriceps weakness/increased knee extension with a cane. It was later reported that the patient got the block for her stomach pain, and following the injection that day, she passed out on her driveway and her blood pressure dropped to low numbers. She went to the hospital after talking to the nurse and alcohol from the block was found to have gone to her gallbladder. The patient had been weaker since the incident and wasn¿t able to walk for a day or so. On (B)(6) 2015, she was having increased discomfort in the chest, which was sharp in nature, and some knee, ankle, and leg discomfort that was better since the fall. The patient had moderate to severe nausea and was limited in eating. She rated her flank pain as a 3/10. During the physical therapy assessment, the patient tolerated moderate fatigue and weakness. On (B)(6) 2015, the patient reported that her chest area was hurting more and she was using the walker that day, because she was a little weaker. She indicated that her doctor thought the sharp pain might be from gastrointestinal issues. The following day, the patient stated that her pain was in her right quadriceps versus the middle of the sternum. She had some off-and-on pain but was doing okay after the increased weight on the leg press. During the physical therapy assessment, the patient tolerated mild fatigue and weakness, though the patient¿s overall condition was improving. On (B)(6) 2015, the patient reported thinking that the pain in her stomach was from the food she had been eating. She had been feeling pain over the weekend, but it was a little less than it was previous (pain: 3/10). During the physical therapy assessment, the patient exhibited increased muscular strength. Two days later, the patient was doing well with no new complaints at the physical therapy assessment. The patient was a little better on (B)(6) 2015, though she was a little sore and had some increased pain after the previous visit to the physical therapist. Three days after that, the patient was hurting in the chest/stomach area since (B)(6). She thought it was related to eating and her gallbladder. During the physical therapy assessment, the patient tolerated mild fatigue and weakness. On (B)(6) 2015, the patient felt okay, though she had some increased tingling at the front of her right leg all the way down to her toes over the prior few days. Two days later, the patient reported that she was hurting some that day. She thought she was hurting more when she ate or hadn¿t eaten much the prior night. It was also stated that she may have been hurting more because she was stressed. On (B)(6) 2015 CT of the chest, abdomen and pelvis with contrast (unchanged mass consistent with diagnosis of desmoid tumor, 6mm mesenteric soft tissue deposit, which m ay represent a mesenteric lymph node, no evidence of desmoid within the chest. (B)(6) 2015- cervical plexus block scheduled. (B)(6) 2015- celiac plexus neurolysis under CT guidance (for palliation of, pain related to mesenteric desmoid tumor.